Manufacturer narrative:
This follow up report is being submitted to include additional information obtained from the customer, the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 error was confirmed. Once a scope connected to the unit, an image displays but instantly flashes the b30 error. A faulty scope socket and a non-olympus branded lamp over 100 hours were noted. Since the product has been manufactured and delivered for more than 6 years, it is presumed that the socket parts (light guide connector) were worn and the connection with the endoscope was poor. As a result, a b30 error occurred. Olympus will continue to monitor complaints for this device.

Event description:
The customer provided additional information on 04-aug-2021. It was further reported that the problem was first identified during preparation for use prior to an unknown diagnostic procedure.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 error occurred with the evis exera iii xenon light source . There was no patient involvement, no harm or user injury reported due to the event.